Manufacturer narrative:
The associated complaint devices were returned and evaluated. A clinical investigation concluded that this complaint from the united kingdom is reporting the revision of a r3 liner and the oxonium femoral head, secondary to nine dislocations. It was determined that the damage to the femoral head was most likely from repeated in-vivo contact with the acetabular shell due to recurrent dislocation. From the sem/eds analysis, the scratches on the femoral head were a combination of metal transfer and damage to the oxide layer. An undamaged region of the articulating surface of the head was also analyzed for comparison. The eds spectrum shows an oxygen peak and titanium peak, which suggests metal transfer. Damage observed on the acetabular liner was likely due to a combination of neck impingement and instrument damage. Two regions of damage were observed on the hood of the liner. Additional damage to the liner lip and an anti-rotation tab can be presumed to also be from instrument during liner removal. No material or manufacturing defects were observed during this lab analysis. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal any deviations that could have contributed to the reported incident. No information on the patient¿s current status has been provided. Based on the available information, the root cause of the dislocations leading to the revision cannot be concluded. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the oxinium femoral head was revised since patient presented nine dislocations. The r3 xlpe liner was also replaced. Integrity of components looked satisfactory